Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscopic camera manipulator (ecm) involved with this complaint and completed failure analysis investigations. Failure analysis was unable to reproduce the customer reported failure (i.e. Error 23017 along insertion/axis 3). However, the error could be confirmed as having occurred via the system error logs. A visual inspection was performed. The ecm was installed onto an in-house system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. The axis 3 motor and axis 3 pot were to be replaced as a precaution. Based on the current information provided, this complaint will remain reportable due to a da vinci surgical system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Manufacturer narrative:
The ecm has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the ecm is returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. The system logs reveal that the surgical staff encountered a total of four recoverable system error 23017's. The surgical staff recovered from the first three system errors. However, after the fourth system error 23017 was generated, the surgical staff did not attempt to recover from the fault. Instead, the surgical staff power cycled the system and at that point, the system was no longer powering on as expected. This complaint is being reported due to a da vinci surgical system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that towards the end of a da vinci-assisted thymectomy procedure, the surgical staff encountered a recoverable system error 23017 pointing to the patient side manipulator 3 (psm3). A system error 23017 is generated when the system detects that a motor did not respond as expected. In other words, the measured motion did not match the internal simulation of the motor. After power cycling the system, the power led of the surgeon side console (ssc) was no longer lighting up properly. In addition, the leds on the primary power supply (pps) were not lighting up either as expected. The leds were reportedly only coming up shortly and turning off immediately. According to the initial reporter, the da vinci system was power cycled several times with 1-2 minute intervals but the ssc was not powering on. On 08/29/2017, an intuitive surgical, inc. (Isi) field service engineer (fse) performed a field evaluation at the site. The fse replaced the endoscopic camera manipulator (ecm) to resolve the non-recoverable system error 23017 issue. The fse was unable to reproduce any issues with the ssc. The fse tested the da vinci surgical system to original equipment manufacturer specifications. On 08/31/2017 and 09/01/2017, isi received the following information from the initial reporter regarding the reported event: due to system error 23017 issue, the patient reportedly received additional anesthesia and the surgeon made the decision to convert the da vinci-assisted thymectomy procedure to vats (video-assisted thorascopic surgery). During the vats procedure, the patient experienced cardiac fibrillation which was unrelated to the customer reported issues with the da vinci surgical system. The initial reporter stated that the or had an electricity issue. The initial reporter indicated that the operation time was extended by 2.5 hours and the patient was currently stable.